Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 01-june-2024, it was reported by the patient that six infusion set tubing was leaking at site due to which hyperglycemia occurs within 10 hours of use. High blood glucose level was 450 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 6.